Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated at the emergency room for sinus infection and high blood glucose. The blood glucose reading was 300mg/dl. The mother stated that insulin was leaking into the insulin pump. Troubleshooting was not performed at time of call. Requested mother to call back for testing. Attempted to call back the customer several times, but there was no answer. No further info was provided.